Event description:
Dissection. A female patient having a coronary intervention in the right coronary artery. During the end of the procedure after stent has been placed, a coronary guide wire was re-inserted. Either a whisper or pt graphics wire. When wire was attempted to cross the distal lesion and the vessel was dissected on the distal third of the rca artery.